Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and irritation. It was reported that the plaster on the sensor was making the customer's skin go red and flammable. It was reported that the customer had consistent itch that would not stop. No further information provided.